Event description:
It was reported that a patient had a bicycle accident on 2013 (B)(6) and landed on her head. It was noted that the patient had a loss of therapeutic effect, the device was implanted for pain in the patient¿s c-spine and since the bicycle accident she had a return of neck pain. It was reported that the patient tried turning stimulation up and down and was still not getting any relief from it. Symptoms included acute pain and the patient thought she was having increased muscle spasms. If was noted that the event or symptoms occurred following a fall and the symptoms were located in the patient¿s neck. The patient had an appointment scheduled with their healthcare provider the day following the report. It was later reported that the patient was ¿trying to get out of her pain¿ until she could see her doctor. It was noted that the patient had been taking muscle relaxer oral medications and wanted a manufacturer representative at her appointment to reprogram the device. The patient had been adjusting the stimulation and it wasn¿t helping. It was reported that the patient was in a lot of pain and was desperate to find a way to relieve it until she could see her doctor. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3998, lot# v415288, implanted: 2010 (B)(6); product type lead product ID 37092, lot# 253500001; product type accessory. (B)(4).